Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon augment was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: need operative reports, office/clinical reports, serial x- rays, etc. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, operative reports, office/clinical reports, serial x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to pain and loss of function. Intra-operatively, the following was noted: the size 5 cemented femoral component was loose; there was a fracture at the junction of the femoral stem and 12x100 stem; the cemented tibial component was loose; the junction of the stem extender and 12x50 stem on the tibial side was loose. The patient's entire ts knee construct (including five augments) was revised to a triathlon ts knee construct with a cone. Rep provided one page of the primary operative report, and reported that no further information will be released by the hospital or surgeon.